Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including a percutaneous lead on (B)(6) 2011. It was reported that the pt experienced overstimulation and after which his therapy ceased. A diagnostic test revealed invalid impedance measurements for several lead contacts; however, no visible anomalies were detected via x-ray. Efforts to recapture effective therapy through reprogramming proved unsuccessful. F/u on this matter found that the pt's lead was replaced on (B)(6) 2011 and effective therapy was recaptured as a result. No further complications were reported.